Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: e1 (initial reporter), e2, e3. The product was returned with the membrane completely unfolded and blood found on the exterior and in the inner lumen. The sheath was returned covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 76.4cm and 47.2cm from the iab tip. The extender was also returned. A sensor output test was performed, and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Additional information: due to characterization limit e1 (nitial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during use the sensation 34cc, iab (intra-aortic balloon pump) had fiber optic sensor failure on a cardiosave.